Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead full was returned and analyzed. Analysis found no anomalies. The lead fixation helix was bent. Helix is significantly bent and cannot be extended. Visual analysis indicated the lead was damaged at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high/increasing thresholds and low r-waves. It was also reported that thepre-operative x-ray showed that the helix appeared to be bent at the distal tip. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.